Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Onsite functional and visual examination was performed by a manufacturer representative. The system was determined to be functioning as intended. The system passed a system checkout.

Event description:
On (B)(6) 2018, (B)(4): medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, while acquiring scans, the site received a ¿localizer not ready¿ error message. A manufacturer representative rebooted the system, but the issue did not resolve. It was reported that the green led on the camera was not lit. The site brought in another navigation system. Technical services (ts) instructed the representative on archiving the image on the initial navigation system and loading it to the second navigation system. The image was loaded to the second navigation system without issue and the surgeon was able to complete the procedure utilizing the navigation system. Surgical time was extended by fifteen minutes and there was no reported patient impact. The representative called to report that he followed up and there was no power to the camera. He reseated cables at the back of the camera and down in the base of the unit and after that the system was functioning normally.